Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vtich12.6 implantable collamer lens, +05.00/+1.0/034 (sphere/cylinder/axis), in the patients right eye (od) on (B)(6) 2020. The lens was explanted 6 hours later on the same day due to excessive vaulting and angle closure, with elevated intraocular pressure. The surgeon did not implant another icl lens (planned for a later date). The cause of the event was due to the device (lens was too large). The status of the eye is pale (quiet) and normal findings of endothelium and lens.